Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working properly. The customer's blood glucose level was 232 mg/dl. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test in that the vibrator did not vibrate when it was supposed to. After swapping in some known good test boards and repeating the self test, the vibrator still did not vibrate. It appears that the vibrator on the battery board attached to the case is not working.